Manufacturer narrative:
.

Event description:
It was reported that surgery was delayed due to the surgeon having trouble seating the device.

Manufacturer narrative:
Visual inspection of the returned devices showed no apparent damage to the shell or liner. Dimensional inspection performed by the quality department revealed out-of-specification dimensions related to the splines and locking details. These regions may have been damaged during the attempted insertion, thus causing the out-of-specification measurements. No material or manufacturing deviations were observed during this investigation. As a simple test for locking, the returned liner was placed in the returned shell, and a 28 mm cocr femoral head was placed in the liner. A 2 lbf drop weight was dropped three times from a height of 10 inches per the guidance of astm f2009-00, with the intention of simulating a femoral impact used to seat the liner. The liner appeared to seat properly and did not dissociate with the shell after impact under the application of manual force. Based on the information provided, the reason for the liner to not seat properly into the shell is unknown.